Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that explant was planned for (B)(6) 2014. It was reported there was a motor stall that never recovered. It was noted the pump logs were checked. It was reported the patient experienced withdrawal symptoms from the evening of friday, (B)(6). It was reported the patient was hospitalized and was receiving IV drug substitution. It was noted there was underdose symptoms of sweating, nausea and pain. The patient status was noted as alive with no injury. The pump was used to deliver diamorphine, marcaine and catapresan. Additional information reported the ¿may exceed tube set¿ message occurred. Additional information reported the pump was replaced. Additional information clarified the pump was replaced on (B)(6) 2014. It was noted the reason for the motor stall was unknown. It was stated the patient was doing fine with adequate pain relief and new dosage.

Manufacturer narrative:
Only the pump was returned for analysis and noted that a contra-indicated drug was used in this pump. The pump logs verified a motor stall, tube set and motor stall recovery. During internal decontamination and then again for dispense testing the pump was programmed however, no fluid was seen dispensing out of the pump outlet. A listening device was used to verify the motor running was heard. A printout of the pump programming at dispense showed the pump was programmed but no stall was registered in the logs. During destructive analysis a motor stall was seen. Further destructive analysis revealed that inside of the motor the rotor magnet and gear 1 were rotating but gear 2 and gear 3 were not. At the outcome of the destructive analysis, it was noted that the gear 2 teeth were worn/corroded to the point that the teeth of gear 2 were no longer engaged to the pinion of gear 1. This anomaly (the worn teeth) allowed the slack in the gear train. This slack allowed the rotor magnet to make full travel therefore not reporting a motor stall. In conclusion, analysis confirmed the pump was damaged by a contra-indicated drug. The pump had motor gear train anomalies which included corrosion and/or wear and/or lubrication, stall due to gear-pinion, and corrosion with the stall algorithm not triggered and no stall alarm occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.